Manufacturer narrative:
In initial report, dka was inadvertently stated as diabetic ketoacidosis, however, dka is the surgeon¿s initials. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with central inferior steepening with decreased best corrected visual acuity (bcva) and irregular astigmatism on the left operative eye. The date of initial treatment was on (B)(6) 2015 and date of discovery was on (B)(6) 2017. A brief description from the surgery center indicated the corneal topography (topos) showed central inferior steepening with decreased bcva. A diabetic ketoacidosis.(dka) evaluation was performed. The evaluation showed bcva for right eye (od) was 20/20 and for the left eye (os) was 20/30 with abnormal topos with pentacam and orbscan. The patient¿s chief complaint was of blurred vision on both eyes (ou) and that os was worse than the right eye. The patient commented on vision for ou was not as good as previous. The patient experienced loss of bcva. The patient was referred to a corneal specialist and is a good candidate for crosslinking (xl). Bcva from (B)(6) 2015: right eye post-op 20/25 .50 x .00 x 90, left eye post-op 20/20 -1.75 x .00 x 90.